Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): cornua of uterus,"), pelvic pain ("chronic pelvic pain,pain,") and genital haemorrhage ("excessive abnormal bleeding") in a 34-year-old female patient who had essure (batch no. A36511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal cuff dehiscence (and control bleeding). Concomitant products included obetrol (adderall) since 2015 and sertraline (zoloft) since 2015. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue,"), migraine ("migraines/headaches,") and headache ("migraines/headaches,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total laparoscopic hysterectomy) and surgery (on (B)(6) 2017, plantiff underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, migraine and headache outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: specimen type: uterus and bilateral fallopian tubes pre-operative diagnosis: abnormal uterine bleeding gross description: uterus and bilateral fallopian tubes. Specimen consists of total hysterectomy with bilateral attached fallopian tubes which are intact. The tubes are unremarkable with the exception of a unilateral simple paratubal cyst measuring 1 cm in diameter. Fimbria are intact. The fallopian tubes have essure coils in both fallopian tubes, proximally. Final pathologic diagnosis: uterus with bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy benign right and left fallopian tubes with unilateral paratubal cyst benign cervix showing chronic cervicitis benign proliferative endometrium and non-pathologic uterine myometrium and uterine serosa most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and mr received, reporter information ,patient demographic ,lab data ,essure indication, start stop date and lot number updated , concomitant medication and events abnormal bleeding (vaginal, menorrhagia),fatigue,migraines / headaches, nausea, and perforation (other): cornua of uterus were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): cornua of uterus,"), pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("excessive abnormal bleeding") in a 34-year-old female patient who had essure (batch no. A36511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and loop electrosurgical excision procedure. Concurrent conditions included vaginal cuff dehiscence (and control bleeding), cervical dysplasia, acne, knee pain, sleep disorder, dyspnea and asthma. Concomitant products included obetrol (adderall) since 2015 for adhd and narcolepsy, buspirone for anxiety and citalopram and sertraline (zoloft) since 2015 for depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches") and headache ("migraines/headaches,"). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, migraine and headache outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, fatigue, nausea and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Specimen type: uterus and bilateral fallopian tubes. Pre-operative diagnosis: abnormal uterine bleeding. Gross description: uterus and bilateral fallopian tubes. Specimen consists of total hysterectomy with bilateral attached fallopian tubes which are intact. The tubes are unremarkable with the exception of a unilateral simple paratubal cyst measuring 1 cm in diameter. Fimbria are intact. The fallopian tubes have essure coils in both fallopian tubes, proximally. Final pathologic diagnosis: uterus with bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy. Benign right and left fallopian tubes with unilateral paratubal cyst. Benign cervix showing chronic cervicitis. Benign proliferative endometrium and non-pathologic uterine myometrium and uterine serosa . Concerning the injuries reported in this case, the following events were confirmed in patient's medical records: uterine perforation and dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- nausea and dysmenorrhea (cramping). Event outcome of abnormal bleeding (vaginal, menorrhagia) and chronic pelvic pain/pain was recovered / resolved and dyspareunia/dyspareunia (painful sexual intercourse), fatigue, dysmenorrhea (cramping) and nausea was recovering / resolving. Concomitant drug, concomitant conditions and historical conditions added. Essure start date was updated as (B)(6) 2013. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): cornua of uterus,"), pelvic pain ("chronic pelvic pain,pain,") and genital haemorrhage ("excessive abnormal bleeding") in a 34-year-old female patient who had essure (batch no. A36511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal cuff dehiscence (and control bleeding). Concomitant products included obetrol (adderall) since 2015 and sertraline (zoloft) since 2015. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue,"), migraine ("migraines/headaches,") and headache ("migraines/headaches,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total laparoscopic hysterectomy) and surgery (on (B)(6) 2017, plaintiff underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, migraine and headache outcome was unknown. The reporter considered dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: specimen type: uterus and bilateral fallopian tubes pre-operative diagnosis: abnormal uterine bleeding gross description: uterus and bilateral fallopian tubes. Specimen consists of total hysterectomy with bilateral attached fallopian tubes which are intact. The tubes are unremarkable with the exception of a unilateral simple paratubal cyst measuring 1 cm in diameter. Fimbria are intact. The fallopian tubes have essure coils in both fallopian tubes, proximally. Final pathologic diagnosis: uterus with bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy benign right and left fallopian tubes with unilateral paratubal cyst benign cervix showing chronic cervicitis benign proliferative endometrium and non-pathologic uterine myometrium and uterine serosa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent a hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.